Manufacturer narrative:
(B)(4). The aa400 oxygen kit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The cause of this incident was the plastic sheath of the robotic camera arm: the arm is metal and therefore it appeared that there was no fuel in the airway for a fire to occur but following the incident it became apparent that the camera arm had a plastic sheath. The use of diathermy or laser presents a risk of fire in the presence of a fuel source such as alcohol surgical preparations or drapes. The use of supplementary oxygen can increase this risk. Such risks have been widely reported and are well understood by operating room staff. Consequently, our user instructions contain the following warning: "do not use the system near any ignition source, including electrosurgery, electrocautery, or laser surgery instruments. Exposure to oxygen increases the risk of fire." With reference to this specific incident, communication with the anaesthetist has confirmed that he was aware that while fisher & paykel healthcare warns against the use of the aa400 with laser or diathermy, he felt it was the correct tool to use in this case. Specifically, the patient had a lesion on the right hand side of the vocal cords and the surgeon did not want an endotracheal tube in the way of the surgery. As such the anaesthetist decided our supplemental oxygen delivery system was the best clinical option. This case was reported to fisher & paykel healthcare because our system was in use at the time. The system performed as expected.

Event description:
A hospital in (B)(6) reported that during an airway case a diathermy came too close to a plastic sheath on a robotic camera arm. The arc from the diathermy ignited the sheath. The fire was extinguished quickly by staff, who were prepared for a fire. The patient received burns to the hard palate. The patient was intubated and admitted to the ICU in accordance with standard practice following airway fires, discharged after a few days, is recovering at home. And is expected to make a full recovery. An aa400 oxygen kit and mr810 humidifier was used to deliver supplemental oxygen during this incident, however, there was no malfunction of the fisher & paykel healthcare devices. The customer commented that they only reported this case to fisher & paykel healthcare because our devices were in use at the time.